Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer (4.1) had every cubie failed and not recover. A field service engineer (fse) inspected the drawer and found no visible issues. Due to the intermittent of the problem, fse reseated the row board connections and visible faults were identified. As a precautionary measure, the drawer controller board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubies in drawer 4.1 were failed, not detected on bus and had duplicate address, read, write or invalid cubie memory error. The customer stated that they managed to get the medication from other sources that caused a delay in patient care. There were no adverse events or injuries reported based on this event.